Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was damaged the following information was received by the initial reporter with the following verbatim: we had an incident today at lmh involving a chemotherapy spill. It is suspected that it occurred as a result of a faulty IV set (ref24600-0007). We have kept the set so that we can send it back for investigation; however, it still has an empty bag of chemotherapy attached to it.

Manufacturer narrative:
The customer reported that there was a chemotherapy spill due to a faulty IV set. One sample of material number 24600-0007 was received for quality evaluation. Visual inspection of the infusion set was conducted and no clear damages or abnormalities were identified. The infusion set was then primed and leakage was identified in the tubing above the check valve. The customer complaint of component damage - leak was verified. The investigation was forwarded to the manufacturing facility for further evaluation. After the investigation along with manufacturing and quality operations team, the most possible root because that generates a component damage - leak is an excess of solvent due an intermittent function of the solvent dispenser or due an incorrect application of solvent by the production personnel. An update in the to the maintenance procedure for the dispenser along with a quality alert to reinforce the correct usage of the solvent dispensers and expander fixtures were implemented to correct the issue. A device history record review for model 24600-0007 lot number 23035207 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.